Event description:
The pt attempting to smoke while using the oxygen concentrator. All indications are that the oxygen concentrator was not the cause of the incident. Initial reports were that "she ignited herself... The cannula started on fire... Was in the report originally received by first choice medical. Everything that was reported to first choice points to the pt smoking while using the oxygen concentrator. Later being claimed by the husband apparently, that the oxygen concentrator was the cause of the fire.

Manufacturer narrative:
During the eval there were signs of external fire damage to the oxygen concentrator's base and covers. The outer jacket of the power cord was damaged by external fire with the internal wires being intact. The oxygen concentrator had a very distinct tobacco odor to it. The external covers of the oxygen concentrator were removed and there was no internal damage to the device. The oxygen concentrator was plugged in and all components functioned properly and the device met performance specifications. There is no problem with the oxygen concentrator. Smoking is the cause of this incident.